Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported the patient did well initially. Specific dates were not available, but at some point she had increasing pain and when her rehab doctor did x-rays, a broken screw was discovered. By the time she had seen her surgeon, it was identified that both screws at sacral 1 were fractured.

Manufacturer narrative:
The device was received by the manufacturing facility on march 29, 2016. A follow up report will be sent upon completion of the device evaluation. The report source is not foreign. Additional devices were received that were not reported; report one of five for the same event, reference 3003853072-2016-00033 through -00035. An additional device was reported as part of the construct that was explanted, however the device has not been returned, reference report five for this event 2184052-2016-00040.

Event description:
Additional information received on april 7, 2016 states fusion did not occur and the patient's current status is recovering.

Manufacturer narrative:
The following analysis were performed on the returned screw: morphological analysis, microscopic analysis, micrographic analysis, hardness analysis. Review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. The ø5.5 mm x 50 mm medical screws (lot h15221d), the hardness and micrographic structure of which are perfectly consistent with a ta6v-type titanium alloy, broke following a phenomenon of progressive cracking attributable to repeated cyclic flexion. The results of the analysis concluded there is no issue of product quality involved in this case. No x-rays were provided. Based on the information available the most likely underlying cause is unable to be determined.